Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedic surgery, chonbuk national university hospital, korea¿. The title of this report is ¿clinical outcome of a precontoured symphysis pubis plate with tension band wiring for traumatic symphysis pubis rupture in pelvic fractures¿, published on march 31, 2016, and can be found at http://dx.doi.org/10.20408/jti.2016.29.1.22. The report is associated with the stryker ¿pro system¿ and includes an analysis of the clinical data that was collected on 25 patients. The cases in this range from 2010 and 2012. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 2 patients experienced metalwork movement.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of metalwork movement could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.